Manufacturer narrative:
Product complaint #(B)(4). The product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one opened sample of product code j771 was received for evaluation, the swage and attachment area of the needle were noted to be as expected. The strands were broken in multiples pieces due to the suture has begun with the process of degradation. The product code j771 contains absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and functional test cannot be performed due to sample condition. The foil was inspected and multiples holes in cavity and excessive wrinkles were noted. This condition contributed to degradation of the suture. Additional information was requested, and the following was obtained: was the needle found detached inside the package or did it pull off while opening the package? The needle found detached inside the package. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No further information is available. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain: no further information is available. Patient¿s current status? No further information is available. Please provide procedure date and name: no further information is available. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. When opening the package, it was found that the suture had been detached from the needle. It was a control release needle. The operation time was extended within 30 minutes. Upon evaluation of the returned device, it was noted that multiples holes in cavity and excessive wrinkles were noted. No adverse patient consequences were reported. Additional information was requested.